Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging the patient¿s blood glucose on (B)(6) 2017 was 26.1 mmol/l with large ketones, extreme drowsiness, and symptoms of dehydration. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump¿s delivery settings were not recently changed by a healthcare provider. Troubleshooting was not completed. This complaint is being reported because a device malfunction or use error could not be ruled out as a cause or contributing factor to the reported health event.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 10/10/2017 with the following findings: the complaint could not be duplicated or confirmed. Review of the pump¿s black box indicated no abnormal pump behavior. The total daily dose history was appropriate for the user programmed delivery settings. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test.